Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Two different programmers were used, and as the interrogation starts,a telemtry lost message is displayed. The surface electrogram displays a paced rythym at 100-102 beats per minute. The patient feels fine. The device was previously programmed to 0% atrial data storage per the guidant recommendation, and has 6 atrial tachy episodes stored in memory. Additional information was received stating the device was explanted and replaced. No adverse patient symptoms were reported.